Event description:
It was reported to philips that the device speaker had no sound and would fail to provide an audible alarm. It was noted that after speaking with a philips remote service engineer (rse), the customer ordered and replaced the speaker but the issue remained. There was no reported patient involvement/adverse patient impact.